Manufacturer narrative:
A device history review was conducted for lot number 8354884 our records determined that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. However, with the sample provided, our engineers attempted to replicate the damage observed in the device, through the repeated application of the pinch clamp. Our testing was concluded after 30 attempts, with no observable damage occurring to the tubing. Unfortunately based on these results, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that an unspecified number of bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm experienced damaged/defective tubing. The following information was provided by the initial reporter: the extension tubing was broken when the tubing was clamped after the tubing flushing.

Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm experienced damaged/defective tubing. The following information was provided by the initial reporter: the extension tubing was broken when the tubing was clamped after the tubing flushing.